Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reloaded the cartridge to address the past issues. Multiple attempts were made by tandem technical support to follow-up with the customer on the current reported issue, but no response was received. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.